Event description:
Information received indicates the ppm is alarming at the bed but does not send a nurse call.

Manufacturer narrative:
The facility has ordered a new communication cable, but has not completed repairs.